Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive after the user removed the clip, with the screen not lighting for approximately five minutes; a user-provided video documented the behavior, and a replacement device was arranged. Customer care provided support that included troubleshooting and education. Investigation of this case revealed a device key/button unresponsive issue traced to an electrical problem at the switch/relay component level consistent with component failure. No clinical signs, or symptoms during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the switch/relay within the device¿s electrical system.